Event description:
It was reported that patient had a high-pressure alarm due to a cadd extension set. Per reporter, patient was due to change her cassette. Patient prepared a new cassette on back up pump and patient got a high-pressure alarm. Patient tried to use same cassette on her other pump and the alarm occurred again. Patient mixed another cassette thinking it could have been the cassette itself. The second new cassette gave the same issue. Patient then changed her extension set tubing and this seemed to resolve the issue. The second new cassette was able to run without any high-pressure alarm going off. The pump was working fine. The infusion was life-sustaining. The outcome of the event was resolved. There was patient involvement, and no patient harm was reported.

Manufacturer narrative:
Device was not returned for root cause analysis. Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot 4453475 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for failure mode "high pressure alarm" could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.